Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing confirmed premature battery depletion. The battery profile revealed the maximum depletion rate was outside the expected range. The sleep current measured outside the expected range. Root cause of the higher than normal depletion rate and sleep current could not be determined.

Event description:
The patient underwent an ipg replacement due to premature battery depletion. The patient is doing well following the revision.

Event description:
The patient underwent an ipg replacement due to premature battery depletion. The patient is doing well following the revision.